Event description:
It was reported that this pacemaker patient had significant noise on the right ventricular (rv) lead that was oversensed causing pacing inhibition greater than two seconds. The patient experienced syncope as a result. There were also observations of high out of range pacing impedances greater than 2000 ohms. The patient was taken to the emergency room, and the following day there was a revision procedure where the system was abandoned, and a new pacemaker system was added to the right side. No additional adverse patient effects were reported.